Event description:
The caller stated that it was reported that there was leakage of air at the inner cannula/outer cannula connection. The caller said no patient harm was reported but he could not confirm if there was a recannulation of the patient due to no further information provided by the hospital.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed.